Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 186-515 mg/dl with high ketones. Elevated blood glucose was addressed via manual insulin injection. System check was performed with tandem technical support and it was identified customer had exposed the pump to extreme high temperatures and used cartridge for 4-5 days. Customer changed pump supplies and successfully resumed insulin delivery.